Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. The dentist states, the patient presented to the office having concerns about teeth shifting after using byte aligner. The patient had completed traditional ortho treatment in 2020. Scans were compared from prior byte and after byte. The scans revealed noticeable differences with the alignment of the lower anterior teeth, which appear to be worsening in alignment. The dentist advised the patient to discontinue the byte aligner treatment immediately to prevent further misalignment of their lower teeth. Follow up appointments will be scheduled with the patient to discuss treatment options.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.